Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a percutaneous coronary intervention procedure. Reportedly, after the needles were deployed a suture break occurred. The device was removed and a second proglide device was used with the same results. A third proglide was prepared but could not be used because arterial access was lost before the device could be inserted into the patient's body. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components. There was no needle strike mark observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The posterior cuff miss during the needle deployment would directly result in a failure to retrieve the suture while retracting the needle plunger and this could appear very similar to a suture break. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU), under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information. The first perclose proglide is being filed under a separate medwatch MFR number.